Manufacturer narrative:
(D10) concomitant devices: 300-10-45 - eq replicator plate 4.5mm o/s: (B)(6). 300-30-06 - eq preserve stem 6mm: (B)(6). 310-01-47 - eqhumeral head short, 47mm (beta): (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 6 month(s) and 6 day(s) post-operative of a revised left tsa, it was reported via clinical study that the patient experienced unexplained continued pain and crepitus, limited rom. Patient still continued to have pain and crepitus in his shoulder after his previous surgery. The patient underwent a standard hemi with preserve stem revision with the reported removal of the preserve stem (atsa), replicator plate, torque screw, and humeral head. In earlier reports, the patient was revised for a subscapularis tear, significant weakness, pain with internal rotation; and instability; for loosening and disassociation of the polyethylene; and a revision prior to that for unknown reasons. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.